Event description:
A malfunction alarm reported by the customer indicated a significant impact on their blood glucose level, which exceeded 500 mg/dl. The customer took corrective action through a manual injection and did not need third-party assistance. Technical support intervened by advising on a backup therapy method, arranging for a replacement pump with updated software, and providing storage mode instructions for the return process. The problematic pump was returned with a pre-paid shipping label, and instructions for the new pump were clearly communicated and acknowledged by the customer.

Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by multiple daily injection (mdi). Technical support decided to send a replacement pump, ensuring it had updated software. The customer will rely on multiple daily injection as backup to ensure delivery of insulin therapy.